Manufacturer narrative:
(B)(4). Information in section f provided by the manufacturer. Date of birth is unknown as it was not provided. Date of the event is unknown as it was not provided. (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). Fss replaced the instrument manager, subsystem board, network adapter printed circuit board assembly (pcba) and modified ethernet cable. No further issues were noted. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The surgery center reported that a cataract patient was presented with corneal edema (3+++) after a cataract procedure with an amo signature phacoemulsification unit. The surgery center indicated the handpiece had failed inside the patient's operative eye and the patient was presented with corneal edema at post-operative exam. The patient's current medical condition is that the patient with cataract total with light perception and visual acuity post operative is 20/200. The patient was treated with corticosteroids 3/3 hours. Through follow up, it was revealed the patient is great and the intercurrences with the equipment did not affect the final result of the surgery.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.